Event description:
It was reported that the tip of the 4mm pituitary was broken off during use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination found that the static lower shaft at the tip was broken off. Breakage appears consistent with the use of excessive force. A review of the device history records found no documentation to indicate a non-conformance to specifications.